Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassettes while performing preventative maintenance (pm). The reporter noted that when installing the cassette, it stated that settings were required and then tried to set the maximum dose at 1ml. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found lifting downstream occlusion sensor (dso). Could not confirm customer complaint of ¿it was reported that the device was not recognizing cassettes while doing pm-when installing the cassette it stated that the settings required and then tried to set the max dose at 1ml¿ by preforming downstream occlusion test and unit did not alarm with cassette not attached properly. Also preformed delivery accuracy test and unit passed test with the result of 21. Upon further inspection units came in with error code 41622 stating motor issue. Preformed motor test several times and unit passed all test. Cleared error coded and error code did not return. Dso seal was lifting. Replaced dso seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.